Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd venflon¿ pro safety bd vialon¿the injection valve leaked. Testing was repeated with double exposure of the patient to ionizing radiation. This is the 3rd of 3 patients. The following information was provided by the initial reporter, translated from italian to english: "incidents occurred during CT procedure on 2 patients. In all cases, during injection with the iomeral 350 mdc injector at 6 ml/sec, the venflon injection valve leaked, making it impossible to perform the procedure. Two venflon were placed in the first patient, both of which caused the same problem. Two other cases occurred on the same day in two different patients" the defect occurred 4 times, during use. No serious injury. Erroneus results: yes -repeated procedure with double exposure of the patient to ionising radiation no exposure to blood/bodily fluid, no medical int. Other than first aid, no needle/probe stick. Safety issue: repetition of procedure other actions taken: sanitisation of the CT scan couch and delays in subsequent examinations. Event date: (B)(6).

Manufacturer narrative:
H6: imdrf annex b grid: b03.

Event description:
It was reported that during use with bd venflon¿ pro safety bd vialon¿the injection valve leaked. Testing was repeated with double exposure of the patient to ionizing radiation. This is the 2nd of 3 patients. The following information was provided by the initial reporter, translated from italian to english: "incidents occurred during CT procedure on 2 patients. In all cases, during injection with the iomeral 350 mdc injector at 6 ml/sec, the venflon injection valve leaked, making it impossible to perform the procedure. Two venflon were placed in the first patient, both of which caused the same problem. Two other cases occurred on the same day in two different patients." The defect occurred 4 times, during use. No serious injury. Erroneus results: yes -repeated procedure with double exposure of the patient to ionising radiation. No exposure to blood/bodily fluid, no medical int. Other than first aid, no needle/probe stick. Safety issue: repetition of procedure; other actions taken: sanitisation of the CT scan couch and delays in subsequent examinations. Event date 27th june.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-aug-2023. H6: investigation summary our quality engineer inspected the 9 representative samples from batch 2329774 submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that there were no abnormalities or damages on the samples. All samples went through our internal leakage testing and all samples passed with no leakage. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that during use with bd venflon¿ pro safety bd vialon¿the injection valve leaked. Testing was repeated with double exposure of the patient to ionizing radiation. This is the 3rd of 3 patients. The following information was provided by the initial reporter, translated from italian to english: "incidents occurred during CT procedure on 2 patients. In all cases, during injection with the iomeral 350 mdc injector at 6 ml/sec, the venflon injection valve leaked, making it impossible to perform the procedure. Two venflon were placed in the first patient, both of which caused the same problem. Two other cases occurred on the same day in two different patients" the defect occurred 4 times, during use. No serious injury. Erroneus results: yes -repeated procedure with double exposure of the patient to ionising radiation no exposure to blood/bodily fluid, no medical int. Other than first aid, no needle/probe stick. Safety issue: repetition of procedure other actions taken: sanitisation of the CT scan couch and delays in subsequent examinations. Event date 27th june.